Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fallopian tube, right, partial excision / fallopian tube, left, partial excision') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tube, right, partial excision,fallopian tube, left, partial excision:). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per mr insertion date was updated - (B)(6) 2011 to (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: fallopian tube, right, partial excision: no significant histologic abnormality. Metallic essure coil grossly identified. Fallopian tube, left, partial excision: no significant histologic abnormality. Metallic essure coil grossly identified.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('fallopian tube, right, partial excision / fallopian tube, left, partial excision') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tube, right, partial excision, fallopian tube, left, partial excision). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: as per mr insertion date was updated - (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: fallopian tube, right, partial excision: no significant histologic abnormality. Metallic essure coil grossly identified. Fallopian tube, left, partial excision: no significant histologic abnormality. Metallic essure coil grossly identified.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-oct-2021: medical record received. Case become serious incident because of essure removal. Reporter information, medical history and lab data added. Previously reported event- injury was updated to "fallopian tube, right, partial excision / fallopian tube, left, partial excision" and essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.